Event description:
It was reported that an unspecified cartridge alarm occurred. There was no reported adverse impact to the customer's blood glucose levels. Customer declined troubleshooting, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.